Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. During a routine pump refill on (B)(6) 2015, per the hcp the reservoir should have been empty but it was completely full. The patient was "not really feeling good." The hcp checked the pump logs and they were fine and there were no pump alarms. It was indicated that troubleshooting was to be performed. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.